Manufacturer narrative:
Integra has completed their internal investigation on march 23, 2017. The investigation included: methods: review of device history records; review of complaints history. Results: product of objective evidence was not returned so the evaluation was unable to be performed. DHR review: no nonconformity related to this issue for this lot. Complaints history: no adverse trend conclusion: a determination of root cause is not possible as the device has not been returned.

Event description:
It was reported that the unit did not function during a laparoscopic procedure; however, it functioned correctly during the setup. No patient injury, and the event lead to 15 minutes surgical delay. Additional information received on april 7th, 2017; the unit broke during a procedure and the broken parts fell into the abdominal cavity. Broken parts were removed, but there was a risk of forceps debris in patient's abdomen.